Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent the procedure due to the implantable pulse generator (ipg) reaching end of battery life (ebl). It was further noted that the elective replacement indicator (eri) was received prior to the ebl message. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The device was disposed by the facility and will not be returned for analysis. The patient did not experience any stimulation issues. Postoperatively, the patient remained at baseline.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent the procedure due to the implantable pulse generator (ipg) reaching end of battery life (ebl). It was further noted that the elective replacement indicator (eri) was received prior to the ebl message. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The device was disposed by the facility and will not be returned for analysis. The patient did not experience any stimulation issues. Postoperatively, the patient remained at baseline.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A labeling review did not reveal any anomalies as it states that when the implanted non-rechargeable stimulator is nearing the end of its battery life, the stimulator will enter the elective replacement mode. The elective replacement indicator (eri) will appear on the remote control and clinician programmer and that when the stimulator battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer, stimulation will not be available and surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation. The reported event is a known risk with the use of deep brain stimulation (dbs). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device. B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.